Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the cardiothoracic surgeon experienced difficulty utilizing the coring knife during implant. The doctor reported being able to get approximately halfway through the myocardium of the apex before meeting resistance at the blade. Coring was completed with alternate surgical tools of the surgeon's choosing. No further issues with the implant were reported.

Event description:
Additional information was received that there was no adverse impact to the patient. The coring knife was disposed of per standard protocol.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a dull coring knife was unable to be confirmed through this evaluation as coring knife, serial number (B)(6), was not returned for evaluation. The coring knife, serial number (B)(6), was not returned for evaluation. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. In addition, a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.